Event description:
A tenex procedure was completed when it was discovered that the device tip had broken off and remained inside the patient's foot. Ultrasound confirmed the presence of the broken tip, which was successfully retrieved using sterile instruments. A follow-up ultrasound showed no additional foreign bodies. The patient was informed of the incident and expressed understanding. No further treatment needed.